Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on the vasoview hemopro endoscopic vessel harvesting system was defective; the device would not activate. A replacement unit was used to complete the procedure. The occurrence date is unk. The hospital did not report any pt effects. The product was discarded.